Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this device delivered anti-tachycardia pacing (atp) and multiple shocks for what appears to be a rapid ventricular response (rvr) event. There is reasonable evidence suggesting that this device had therapy exhaustion. This device is not designed to deliver therapy due to atrial arrhythmias, therefore this is considered inappropriate therapy. The device remains in service. No adverse patient effects were reported.